Manufacturer narrative:
The insulin pump was programmed with 35 unit basal rate and monitored no external flash error or external ram crc error. Unexpected restart alarms during e-21 error test due to open cell c-37.

Event description:
The customer reported via phone call of an external ram crc error and external flash error from the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that he could not clear the alarm with the escape and act button. The customer stated that the alarm occurred 4 times. The customer will be sent a replacement pump.